Manufacturer narrative:
Device evaluation of battery charger sn (B)(4) has been completed. The reported problem (battery charger probem) was confirmed. Upon investigation the battery charger was resetting. The failure was due to a shorted q1 current-controlling transistor on the bedside pca and y1 crystal oscillator was open. Additionally, there was contamination found on the battery board. The shorted components was caused by the contamination. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse events occurred as a result of the defective charger.

Event description:
A us distributor reported that a patient's battery charger was not functioning.